Event description:
Ous MDR - after an implantation period of about 13 months, oversensing with inappropriate shocks was reported. Apart from the shocks, no further adverse event side effects have been reported.

Manufacturer narrative:
The inspection of the ICD memory content revealed the presence of noise in the ventricular channel that led to a large amount of charging cycles in october 2012, of which three resulted in shock delivery. This result is consistent with the clinical observation and the results of the lead analysis. The analysis of the ICD demonstrated that the device is fully functional. There is no indication of an ICD malfunction. In particular, the sensing function of the ICD proved to be faultless. The analyses of the lead and the ICD did not reveal any sign of a material or manufacturing problem.